Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis. However, there is no allegation nor any objective evidence that a liberty select cycler/liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based in the reported information, the patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. During follow-up, the patient¿s pd nurse reported the patient was having symptoms of abdominal pain. As a result, a pd culture was obtained on (B)(6) 2020 in the outpatient pd clinic which yielded no growth and an elevated white blood cell (wbc) of 2322. It was reported the patient was treated with vancomycin 1750 mg (every 5 days) and ceftazidime 2000mg (daily) intra-peritoneal (ip). Per the nurse, the patient is recovering from the peritonitis event. The nurse indicated the patient did not have any fluid leaks or any issues with fresenius device, or product that caused or contributed to the event. The nurse indicated the peritonitis was related to a breach in aseptic technique during the pd exchange. The patient continues pd therapy with the same cycler without any further reported issues.